Manufacturer narrative:
Manufacturer's service company has been dispatched to the customer's location to evaluate this 11 y/o old product. Investigation continues.

Event description:
Ambulance stretcher dropped one level with pt on board. Pt was status post left knee surgery. Left knee pain was elevated.